Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging with the subject meter - the meter gave a result when the strip was not filled completely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.